Event description:
It was reported "transport teams" iabp kept immediately dying when unplugged from the wall. Pump was exchanged". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "battery not holding charge when unplugged from ac outlet" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp o perating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "transport teams" iabp kept immediately dying when unplugged from the wall. Pump was exchanged". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".